Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 3.0 x 15mm quantum maverick otw balloon ruptured during preparation, outside the body. The procedure was successfully completed with another 3.0x15mm maverick otw balloon. Patient status is reported as "ok".